Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was used in the right common femoral artery prior to a transcatheter aortic valve implantation interventional procedure. The procedural sheath size was 8f and the maximum sheath size used for the procedure was 16f. Following the bleed back issue with the proglide device, two proglide sutures were successfully pre-placed. Hemostasis was achieved with the successfully preplaced sutures of after the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, though the marker port had been flushed prior to use, there was no bleed back observed from the marker lumen. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.